Manufacturer narrative:
A lot check in 2009 revealed no other complaints with this lot number. Batch retain investigation requested and results pending. Requested product samples from consumer on the same day. The consumer has not returned product samples to date.

Event description:
Toxic shock syndrome [toxic shock syndrome]; fatigue, tired [fatigue]; weakness [asthenia]; fever [pyrexia]; muscle pain [myalgia]; vaginal irritation from changing tampon so often [vulvovaginal discomfort]; incoherent [incoherent]; looks like a sunburn on stomach and armpits, red sunburn rash on belly and thighs [rash erythematous]; aching from head to toe [pain]; collapsed, fell on her face in the bathroom [fall]; pain in joints with bending fingers [arthralgia]; slight burning from changing tampon so often-vaginal [vulvovaginal burning sensation]; blacked out [loss of consciousness]; vomited [vomiting]; very low blood pressure [hypotension]; racing heart rate [tachycardia]; septic shock [septic shock]; severely dehydrated [dehydration]; front of fingers, palms of hands, skin on knee peeled off in chunks [skin exfoliation]; skin on belly became dry flaky skin [dry skin]; intraveneous fluids given backed up in lungs, fluid in lungs [pulmonary oedema]; trouble breathing [dyspnoea]; anemic [anaemia]; platelet count low [thrombocytopenia]; hands numb [hypoaesthesia]; kidneys shutting down [renal impairment]; bacteria got into bloodstream [bacteraemia]; friction caused irritation microscopic cut-vaginal [vaginal laceration]; electrolytes abnormal [electrolyte imbalance]; liver enzymes abnormal [haptic function abnormal]; lung infiltration [lung infiltration]; chest infection [lower respiratory tract infection]; one lung collapsed [atelectasis]; difficulty standing [dysstasia]; feeling weird [feeling abnormal]; red blood cell count low [red blood cell count decreased]; hemoglobin low [haemoglobin decreased]; infection [infection]; red stomach [erythema]; period was screwed up [menstrual disorder]. Case description: a consumer reported that her sister, an adult age unspecified, used tampax compak or compak pearl tampon, super unscented and reported the following: vaginal irritation from changing tampons frequently, felt weak and fatigued beginning in 2009. The next day, she collapsed and was incoherent, at which time she was taken to the ER where she was tested for the swine flu. She was admitted to the hospital overnight and on the following day was air-lifted to another hospital where she was diagnosed with toxic shock syndrome. Additional symptoms included fever, muscle pain, and a rash that looked like a sunburn on her stomach and armpits. Treatment included intravenous solutions. The case outcome was improved. Past medical history included: medical history -heavy menstrual flow. No further info was provided. One month later, safety's follow-up phone call to pt: the pt/consumer reported that two days prior to event, started her period, which was heavier than usual, requiring her to change the tampon every hour. This caused her some vaginal irritation and a slight burning which she found uncomfortable. She reported that she began to clean house and felt a little bit tired; by noon she was feeling very weird with pain in her joints when she bent her fingers. Not long after, she quickly felt real bad and was aching from head to toe. Thinking she might have the flu, she quarantined herself to her bedroom and took tylenol and ibuprofen to keep her fever (100 -101f) down. She had a red sunburn-like rash on her belly and thighs which she attributed to the fever. She vomited once. The day after the event: the consumer was sick, in bed all day. The family physician was called. She got up to use the bathroom that evening and completely blacked out and fell on her face. At that time her husband took her to the ER where she was tested for the swine flu. Results were negative. The following day: the consumer was admitted to the hospital from the ER at 04:00. Her brother-in-law, a physician, had his colleague visit her at 07:30 and he was alarmed by her low blood pressure, racing heart rate and when he saw the rash he knee she was in septic shock. Within half an hour she was aboard a life flight helicopter, on her way to another hospital. She was admitted to the intensive care unit immediately, where she remained for 5 days. While in the intensive care unit, she received central lines, several different antibiotics, multiple intravenous lines, and many tests, include cervical cultures and a lumbar puncture. She was severely dehydrated and fluid backed up in her lungs and she had trouble breathing. The physicians changed the central line from her wrist to her femoral artery in her groin and her blood pressure improved. She then developed dry, flaky skin on her belly. The front of her fingers, palms of her hands and skin on her knees peeled off in chunks. At the time of her discharge, the consumer was anemic and her hemoglobin and platelets were low; however, she was not on any medication. Since her discharge she has been eating iron rich foods, trying to get her hemoglobin back up into the normal range. As of last week her platelets were normal. Case outcome was recovered, except for her hemoglobin, which remained low. She is scheduled for a follow-up x-ray of the chest. She mentioned that she had been sick for the past few days from a virus, but it was finally working its way out of her lungs and she was feeling better. The case outcome was improved. One month after event: update: additional details revealed in a review of the initial contact: the pt's sister reported that at noon, the day of the event, her twin sister complained that it felt like she was just hit by a bus, her hands were feeling numb and her joints hurt. She said that she completely incapacitated, and could not stand up. The next day, she spent in bed, hydrating herself with gatorade and water. That evening her husband found her on the bathroom floor, where she had collapsed. He picked her up and found her to be incoherent. At the ER, a physician said her blood work was "out of whack" - her electrolytes and liver enzymes were abnormal. Her kidneys were shutting down. After transport to the second hospital, she was seen by infectious control specialists. They immediately "pumped something like 16 liters of ivs" into her. The reporter mentioned her sister had had a very heavy flow during this menstrual period, and the friction caused irritation and probably a microscopic cut of the vagina, allowing bacteria to get into her bloodstream. The reporter stated that the IV fluids infiltrated her lungs and one lung collapsed. The pt remained in the hospital for one week but was now home making a slow recovery. No further info was provided.